Event description:
It was reported that the flushing pump keeps pumping for an additional two seconds after it has been deactivated, and it shouldn't. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump keeps pumping for an additional two seconds after it has been deactivated, and it shouldn't. The issue was found during the middle of a oesophagogastroduodenoscopy and colonoscopy. The intended procedure was completed using the same equipment. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s): b5, d8, d9, e3, h4 . A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.